Event description:
Pt underwent a synvisc injection into her right shoulder. Seven days after the procedure, pt noted swelling and pain in her right knee. In addition, she noted a 1 cm cystic lesion on her right wrist, just proximal to the base of the right thumb. I drained 1.5 ml of viscous, serous solution from the cystic structure with an 18 ga needle and 3 ml syringe. Several days later, the cystic structure recurred and I drained another 1.5 ml of serous, viscous solution. The viscous solution was similar in appearance to the synvisc. After three weeks of conservative management the cystic structure resolved and the right knee swelling resolved with significant sequelae. D2. Dose or amount: 2 ml, frequency: one, route: intra-artic. D3 dates of use: 2007. Diagnosis or reason for use: right shoulder osteoarthritis. D5 event abated after use stopped or dose reduced? Yes.